Manufacturer narrative:
The optically, the motor is in a good condition. The lever is not fixed at the motor as intended. One repaired/maintenance can be found within our system from january 2006. No further repairs/maintenances took place in tuttlingen since that date. Currently the product shows a "2019-12" labeling as the next maintenance date, hence we assume that the motor was maintained by an external ats. It can be confirmed that the pin has come loose from the lever. The performance data are according to the specification. The bore at the lever seems to be worn. Therefore the welded joint as well as the pin becomes loose. It is possible that the worn bore was generated during a rework/maintenance procedure at the external ats. The device history records have been checked for the above mentioned lot numbers and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number (51242053). The failure is mostly probably repair/maintenance related. No CAPA is necessary.

Event description:
It was reported that the io lever was loosened. During surgery, the lever was came off. The customer found the pin for lever fixation came off. The incident occurred when the customer was changing a bur. Bbaj ats confirmed on the product that any other parts except the pin were not missing. The customer accepted no possibility of remaining any missing parts inside patient so far. However, the incident could have been the risk for patient.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io lever was loosened. During surgery, the lever was came off. The customer found the pin for lever fixation came off. The incident occurred when the customer was changing a bur. Bbaj ats confirmed on the product that any other parts except the pin were not missing. The customer accepted no possibility of remaining any missing parts inside patient so far. However, the incident could have been the risk for patient.